Manufacturer narrative:
No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4) sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.

Event description:
Reportedly a model 3000tfx of unknown size was explanted after an estimated 8 month implant duration due to unknown reason(s). The valve was sent to pathology and has yet to be returned, sales representative is trying to get the valve back to be sent in. Also, trying to obtain the echo. No additional information is available at this time. Please note that a 3000tfx, 23mm was chosen as a product ID until the size of the device is known.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems. Upon repeat lower results were obtained. The erroneous results were reported outside of the lab. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
A device history record was not possible due to no lot/serial number was provided.